Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3093-33, lot# v177540, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) battery went dead about a year ago. The patient had received a letter from their healthcare provider stating the device was ¿proven to last 5 years.¿ it was stated the patient did not have the ins replaced after the battery went dead. Additional information has been requested, a follow up report will be sent if additional information is received.